Event description:
It was reported that during service and repair pre-testing, it was observed that there was a hole in the hose by the muffler of the motor device. It was further reported that the motor would not rotate on the device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was further determined that the motor will not rotate because the vanes are broken. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.